Event description:
It was reported that high hv lead impedance was observed. The svc coil was programmed off in (B)(6) 2010. The high impedance was observed again in (B)(6) 2010, and it was not possible to determine if the anomaly was from the device or the lead. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork the damage found was sustained during the surgical procedure.